Event description:
It was reported that during a coronary stenting procedure, balloon "overhang" occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified left main. The lesion length was 9mm. The lesion was stented with another manufacturer's stent. A quantum maverick monorail 8mm x 4.0mm balloon was advanced for post dilatation of the stent. The marker band of the balloon was at 8mm, however the balloon "overhang" was too long. The overhang beyond the lesioned tissue was reported to be 5mm on both sides. The balloon extended into healthy tissue. The balloon was inflated 2 times at 12 and 18 atm for 10 seconds each inflation. The procedure was completed successfully. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting procedure, balloon "overhang" occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified left main. The lesion length was 9mm. The lesion was stented with another manufacturer's stent. A quantum maverick monorail 8mm x 4.0mm balloon was advanced for post dilatation of the stent. The marker band of the balloon was at 8mm, however the balloon "overhang" was too long. The overhang beyond the lesioned tissue was reported to be 5mm on both sides. The balloon extended into healthy tissue. The balloon was inflated 2 times at 12 and 18 atm for 10 seconds each inflation. The procedure was completed successfully. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluation by manufacturer: the entire length of the balloon catheter was visually, microscopically and tactilely examined. Damage was observed at the distal tip of the balloon catheter: the tip was flared. The balloon catheter was inflated to nominal balloon pressure, using an inflation device and three measurements were taken. The distal edge of the distal markerband to the balloon body/cone transition measured within specification. The proximal edge of the proximal markerband to balloon body/cone transition measured within specification. The outside edges from markerband to markerband measured within specification. The manufacturing batch record review confirmed that the reported batch met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).